Event description:
A report was received that the patient experienced chest pains during the trial. Chest pains were not device or procedure related but due to slight compression from the leads. It was noted that the patient has a tight epidural space. No medical intervention was needed after the leads were removed; the pain in the chest had disappeared.

Event description:
A report was received that the patient experienced chest pains during the trial. Chest pains were not device or procedure related but due to slight compression from the leads. It was noted that the patient has a tight epidural space. No medical intervention was needed after the leads were removed; the pain in the chest had disappeared.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient¿s chest pain during the trial was caused by the leads passing anteriorly and agitated the patient.